Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the tubing. Reportedly, a cartridge change was performed to address the issues and insulin delivery was resumed. Customer's blood glucose was 143 mg/dl.